Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 348, 157, 166 and 163 mg/dl when all tests were performed within minutes of each other on the advantage system. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatement was received. A request was made for the return of the suspect device and replacement product was sent.